Event description:
A home patient's relative contacted baxter's technical service department regarding a low drain volume alarm during drain 1/4. No kinks, closed clamps, or fibrin were noted. Baxter's technical service representative assisted the home patient's relative with a safe bypass to fill 2/4. The home patient's relative stated a small piece of fibrin was observed during a manual exchange performed in the afternoon. The home patient does not use any medication for fibrin. A follow-up call was placed to the home patient's peritoneal dialysis (pd) nurse for information regarding report of fibrin. The pd nurse stated the home patient was admitted to the hospital in november 2005 for peritonitis. The patient presented with cloudy effluent and abdominal pain. The home patient's catheter was pulled immediately upon admission. The home patient was treated with vancomycin IV and fortaz IV. The pd nurse stated the home patient had a feeding tube due to malnutrition and it is believed that there was cross-contamination into the peritoneum. The home patient was discharged from the hospital in january 2006. The home patient is currently on hemodialysis.